Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced and the filament was adjusted. No conclusion can be drawn as further repair information is not available. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The fse reported that the system displayed an x-ray overtime error message, which occurred during a procedure with patient involvement. This may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death associated with this event.